Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2014 during which the surgeon noted he encountered and excised the majority of the previously placed mesh. He noted a significant amount of adhesions between the small intestine and the previous repair. Adhesiolysis was quite extensive and took over 90 minutes. It was reported that the patient experienced severe pain, dense adhesions, inflammation, stress, and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/1/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/2/2021.